Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as poor personal hygiene. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with injection vancomycin (1 gram in first bag one dose only, frequency and route not reported) and next bag injection fortum (1 gram each bag, frequency and route not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the peritonitis event. It was unknown if the patient was retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested, but is not available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.